Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
Complainant reported that the patient was placed on impella rp for hemodynamic support. It was reported that there was a high purge pressure and purge system blocked alarm. Physician decided to explant the rp to address the issue, additionally, the patient experienced bleeding from the his fall at the rp site. Volume to be given and central venous pressure was down to 2. Starting to wean of neo gtt. Call to medical affairs office to get protocol for bicarb in the purge system. All heparin discontinued. It was also noted that upon explant there was a clot that had formed on the pigtail and inlet of the impella rp catheter. Patient is stable post explant.